Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Part description added to complaint. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. Heavy traces of use were visible at the screw. The screw was broken at the thread close to the screw head. A device history record review was performed for the affected lot with no abnormalities or deviations detected that would lead to the complaint failure. All dimensions which were able to be measured were checked and found to fulfill specifications. Additionally, the material was checked to ensure that the appropriate material was processed during production. Based on this information, the complaint is rated as confirmed, but not valid from the point of view of the manufacturing site. No manufacturing related issues were identified and/or confirmed. Product investigation summary: as root cause, it is likely that too much force must have led to this breakage as indicated by the damaged recess and strongly worn shaft thread(s). No manufacturing related faults were found. Device broke intra-operatively and was not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: (manufacturing location: (B)(4), manufacturing date: 7th april 2014, expiry date: 1st march 2024, 404.028s / 8918967). No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Used screwdriver has part no 314.070 / lot unk material will be returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the surgery for lateral malleolus fracture to the patient's left fibula, the reported screw was broken at its thread when the surgeon was trying the lag screw technique. The shaft part remained in the patient's body. The surgeon removed the residual screw shaft and the plate was placed properly. Then he completed the surgery successfully. There was a 20 minutes surgical delay. No patient harm reported. This report is 1 of 1 for (B)(4).